Event description:
Technical services received a call on 06/28/2012 from sales rep. The lead was implanted on (B)(6) 2012, remains implanted. Rv lead has dislodged, non capture, will be reposition tomorrow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).